Manufacturer narrative:
(B)(4).

Event description:
It was further reported that post index procedure, the patient arrived home and was feeling well. The patient was able to eat dinner without difficulty and went to sleep. On the following day, the patient suddenly awoke with intense pressure located in the lower mid sternal area and diaphoretic. The patient denied any radiation of the pain, associated shortness of breath, headache, dizziness, vision change, or nausea. The patient rated the pain at 9/10. The patient was transported by the emergency medical services(ems) to the hospital, where the patient was diagnosed with an anterior wall stemi due to a stent thrombosis and underwent a target vessel revascularization. The myocardial infarction (mi) was located in the anterior septal. Intervention rationale included angina, symptoms of ischemia, and new electrocardiogram(ECG) changes. Initial treatment included aspirin, plavix and nitroglycerin. The lesion had timi 0 flow. ECG monitoring during the catheterization showed sinus tachycardia throughout the procedure. Post intervention, there was no residual stenosis and no complications reported with timi flow 3. Two days after, the stent thrombosis and target vessel revascularization (tvr) were considered recovered, and the patient was discharged.

Event description:
(B)(4). It was reported that stent thrombosis occurred. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was unstable angina. Subsequently, index procedure were performed. The target lesion was a bifurcated lesion located in the proximal left anterior descending (lad) artery with 70% stenosis and 16mm long with a reference vessel diameter of 2.5mm. The lesion was treated with pre-dilatation and placement of a 2.50x20mm promus premier¿ stent resulting in 0% residual stenosis. Post procedure, the patient was discharged on aspirin and clopidogrel. One day post procedure, the patient experienced an anterior wall st segment elevation myocardial infarction (stemi) due to a stent thrombosis. Patient's cardiac catheterization revealed a 100% in-stent thrombosis of the mid lad lesion treated with the previously implanted promus premier¿ stent and the lesion was 12mm long. The physician treated the lesion with balloon angioplasty and thrombectomy without stent implantation resulting in normal distal flow. Post cardiac catheterization revealed absence of any dissection or evidence of other vessel damage and patient's post-procedure electrocardiogram (EKG) showed improvement in st elevation. Two days post procedure, the patient was discharged with ticagrelor and aspirin.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).